Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd slip tip syringe with the bd precisionglide¿ needle packaging seal was not tight, and the needle fell off in the packaging unit, compromising the device's sterility. This occurred with 12 units before use. The following information was provided by the initial reporter: "the sterile packaging in the box cannot be tightly sealed, causing the needle to fall off incident occur : before use".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 19-jul-2022. H6: investigation summary: a device history review was conducted for lot number 1231367. The package overcut could have led to the unit package opening with partial sealing or without sealing. The team has investigated different sections of machine and matched a potential area which could lead to the reported defects. There are perforation knives located at the primary packaging machine, which are used to perforate the packed syringe into blister units. The perforation knife holder holds the perforation knife / blade at the station location in order to ensure even blister unit cuts and fulfill the sealing requirements. It was reported that the production technician detected perforation overcut during the production run. The root cause is due to the perforation holder screw wearing off and it being unable to hold the knife / blade in place. This has eventually caused the package overcut. The production technician has replaced the perforation holder and screws. The complaint samples could be escapees as a result of poor containment. The primary packaging yearly preventative maintenance checklist has been updated to include checking the condition of the perforation knife holder, changing, and replacing if required. A new form has been created to improve the backtracking process and the reported lot was produced before the new form had been released.

Event description:
It was reported that the bd slip tip syringe with the bd precisionglide¿ needle packaging seal was not tight, and the needle fell off in the packaging unit, compromising the device's sterility. This occurred with 12 units before use. The following information was provided by the initial reporter: "the sterile packaging in the box cannot be tightly sealed, causing the needle to fall off. Incident occur : before use."